Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: failed to apply clips properly. Did the device fire the clips? Did the clips fall from the tissue? Were the clips formed completely?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the consultant was using the device and the clip applicator failed to apply the clip effectively to tissue/vessels. There were not adverse patient consequences reported. The procedure was completed using a competitor's device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device fire the clips? Yes, the clips were fired as expected but failed to form secure ligation of the tissue. Did the clips fall from the tissue? Yes. Were the clips formed completely? Yes

Manufacturer narrative:
(B)(4). Batch # p9164m. The analysis results found that the er420 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.